Manufacturer narrative:
December 10, 2015 11:40 am (gmt-5:00) added by (B)(6): product has not yet been returned to maquet. We are following up with the customer. Corrective actions have been taken and implemented to prevent unsecure taping in this wrapping configuration. Batch number (B)(4) was built prior to when the corrective actions were implemented.

Event description:
Incorrectly assembled custom tubing pack. Tape not correctly applied to tubing securing sterile wrap. This is the second of three complaints submitted.